Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a stiffening stylet and flushing hub were inserted into the catheter, and the proximal end of the catheter was observed to be positioned on the cannula of the flushing hub near the white plastic of the flushing hub. An arrow was observed on the returned photograph pointing to a location on the catheter just proximal to the distal end of the stiffening stylet. While it could not be confirmed from the returned photograph if the alleged catheter was leaking, possible causes include damage from manipulation of the stylet prior to flushing, compression of the catheter with the stiffening stylet still inserted, and sharp instrument damage. A lot history review (lhr) of redp0013 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter prior to catheter placement on (B)(6) 2020, the operator found fluid leaks at around 2 cm away from the proximal end of the catheter. Device was not inserted into the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp0013 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter prior to catheter placement on (B)(6) 2020, the operator found fluid leaks at around 2 cm away from the proximal end of the catheter. Device was not inserted into the patient.